Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) blood in/on helix/lobe mechanism (sleeve head). The distal conductor was distorted and there was deformation/fracture of the proximal section of the inner coil.

Event description:
It was reported during implant procedure, the lead was repositioned one time, but it was not possible to extract the distal screw anymore. So the lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.